Event description:
The reporter indicated that during an implant, the stylet could not be extracted from the lead. When trying to remove it, the outer insulation of the lead was found to be "wrinkled."